Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.